Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device analysis determined that the device met specification and did not confirm the reported allegation. The baseline testing was completed on the device and found no anomalous conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. The infection allegation could not be confirmed by laboratory analysis. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited infection with sepsis. The patient was treated with antibiotics. A revision was performed and the crt-d was explanted. There were no additional adverse patient effects reported.